Event description:
It was reported that a user experienced persistent hyperglycemia after starting the ilet, with average glucose values around 400 mg/dl, very low time in range, accelerated insulin use requiring frequent cartridge replacements, and multiple empty cartridge alarms, alongside pauses in insulin delivery related to delayed cartridge and tubing changes. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and education with assignment for additional training. Investigation included engineering log review and user follow-up. Investigation of this case revealed no device malfunction, with findings pointing to high insulin requirements, a suboptimal algorithm start, missed or delayed cartridge and tubing changes, and user inattention to activity inputs contributing to hyperglycemia and alerts. It was concluded, based on previously established findings for similar reports, that the cause was use error and patient condition, with device function normal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.